Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no visible damages to the platform. A review of the platform's archive was performed and the following user advisory (ua) messages were observed: user advisory 45 - shaft not at "home" position. User advisory 19 - max applied load exceeded. User advisory 44 - battery voltage too low during compression (replace battery). Fault 8 - motor controller fault detected. Latched error 71. Ua 45, ua 19, ua 44 and ua 8 are not related to the reported complaint. During functional testing after reinstalling printed circuit assembly (pca) processor board, the platform passed all functional tests without any issues. In summary the customer's reported complaint that the autopulse platform displays latched error 71 message was confirmed during archive review and functional testing. The root cause was determined to be a defective pca processor board. After the processor board replaced, the platform passed all final functional testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check the autopulse platform (s/n (B)(4)) displayed a system error, when powered on. There was no patient involved with this event. No additional information provided.